Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to arrival at the hospital, the patient experienced cardiac arrest and experienced another episode of cardiac arrest after arrival to the cardiac catheterization lab but prior to impella insertion. While on support, it was noted the impella device was deeply positioned. While repositioning the pump with the cardiologist, the patient experienced a cardiac standstill, as evidenced by ultrasound, prompting the initiation of cardiopulmonary resuscitation. Following 30 minutes of advanced cardiac life support, code was declared, and the patient ultimately expired. Medical safety review of the event for the patient's demise noted the use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.